Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter and noise occurred making ECG monitors unreadable. During procedure, all monitoring equipment connected to the patient began to show noise on ECG signals on all equipments (carto, ep recording system, ECG equipment used by the anesthetics team and defibrillator). While this occurred and when the catheter was being manipulated around the ventricle with no ablation being performed, the patient decompensated into vt and as no ECG monitoring was available due to the noise, the physician had to use the bp monitoring in order to diagnose vt and shock the patient. During troubleshooting, the catheter was unplugged and noise disappeared. The catheter was exchanged and the procedure was continued and completed successfully. There was no patient consequence. It was determined for this event to be reportable as the physician was not able to monitor patient¿s heart rhythm due to the noisy signals while in the meantime, the patient decompensated into vt.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a ventricular tachycardia procedure with a thermocool smart touch electrophysiology catheter and noise occurred making ECG monitors unreadable. During procedure, all monitoring equipment connected to the patient began to show noise on ECG signals on all equipments (carto, ep recording system, ECG equipment used by the anesthetics team and defibrillator). While this occurred and when the catheter was being manipulated around the ventricle with no ablation being performed, the patient decompensated into vt and as no ECG monitoring was available due to the noise, the physician had to use the bp monitoring in order to diagnose vt and shock the patient. During troubleshooting, the catheter was unplugged and noise disappeared. The catheter was exchanged and the procedure was continued and completed successfully. There was no patient consequence. It was determined for this event to be reportable as the physician was not able to monitor patient¿s heart rhythm due to the noisy signals while in the meantime, the patient decompensated into vt. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and an opaque liquid was found on the pebax. Further examination revealed that the pebax had a puncture from outside to inside. It remains unknown how the pebax was damaged. However, an internal corrective action is further investigating this issue. Then per the reported event, the catheter was evaluated for carto 3 and catheter failed. Error 40 was displayed. Per the event, the catheter was tested for electrical performance and failed unstable readings and electrical leakage were found. The catheter was then dissected and pc board was found corroded. Due to this finding an irrigation test was performed and leakage was found in the catheter tip section. Further investigation revealed that the pu seal inside tip dome was not sealed completely causing the water leaked back to the pebax area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint regarding a signal failure was confirmed. However, it could not be determined how the irrigation tubing pu seal was damage. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address the damaged pebax on smart touch.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).